Event description:
As the physician was performing the bronchoscopy, the sheath on the cytology brush kinked. Staff were able to obtain another brush and the procedure continued as planned. No patient harm. The staff and physician in the case are all very experienced.====================== manufacturer response for multipurpose sheathed cytology brush, conmed cytology brush======================message left for the manufacturer. We are awaiting their response and plan to return the device for the manufacturer's investigation/analysis.